Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement pain and training are in place.

Event description:
It was reported that at a pump refill, 14 ml of drug were withdrawn; 3.1 ml were expected. The pump contained lioresal; no pt symptoms were reported. The pump was explanted and replaced. There was no pt injury; the pt recovered without sequela.